Event description:
User facility reported to importer that the device was in use with patient when it was found to have kinked which caused patient desaturation. According to the reporter the patient required extubation and re-intubation with no permanent adverse effects. Further information has been requested from reporting facility but has not been received at this time.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.